Event description:
It was reported that the pt was treated for a stenosis on the truncus coeliacus with a balloon expandable non-guidant stent. A year later, the pt was evaluated and a fracture was observed in the middle part of the stent. A decision was made to dilate the stent with a brachial approach. A 5 fr sheath was placed and the viatrac was used to dilate. The procedure was performed without any problem. Some months later, the pt was seen again with vascular problem is the arm in which the procedure was performed. A thrombolyse procedure was begun. After vascularisation of the arm, the markers were evaluated and it was determined that these were the markers of the viatrac balloon of the dilation performed a few months before. An operation was performed to remove the part of the balloon that was left in the brachial artery. The pt is now doing well.